Manufacturer narrative:
The catheter was returned for evaluation and a rupture was found at approximately 6.0cm from the distal tip. The catheter appears to have been ruptured during onyx injection due to over-pressurization as a result of an occlusion within the catheter. Results: catheter rupture. (B)(4).

Event description:
Embolization of an arteriovenous malformation. During removal of the catheter from the onyx cast, it was reported that the catheter stretched. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2012-00738

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).